Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the left common femoral artery. The safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the difficulties and treatment to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the heavily calcified left common femoral artery (lcfa) using the preclose technique prior to an endoprosthesis interventional procedure. The arteriotomy was 6fr. Reportedly, a cuff miss occurred with a proglide device. A prostar xl device was used; however, it was not possible to retrieve the needles. The sheath was upsized to 12fr and the procedure was completed. A cut-down was performed and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide and prostar xl device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.